Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose of 42mg/dl which was treated with food. Customer¿s current blood glucose was 346mg/dl. Customer states that drive support cap was flush. Customer declined troubleshoot for low blood glucose. Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address number label and cracked belt clip slot. No loose drive support cap anomaly noted.